Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. No anomalies were found. The lead was received with the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector. It was noted that all conductors were distorted, the distal conductor was fractured, the inner insulation was kinked/buckled and the lead was stretched.

Event description:
It was reported that the atrial lead had positioning/fixation difficulty, that the threshold was high/unstable/unmeasureable, that the impedance was high, and that there was a perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.